Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during routine replacement of this pacemaker, the right ventricular (rv) lead was unable to be removed from the device header. The lead was eventually removed from the device header. The device was explanted and replaced and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.